Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and pocket stimulation due to dislodgement. Boston scientific technical services (ts) suspects stimulation was caused by insulation damage. Rep confirmed lead is not dislodged all the way to the pocket via x-ray. This rv lead remains in service. No adverse patient effects were reported. Additional information indicates that this right ventricular (rv) lead was revised due to dislodgement causing high threshold and pocket stimulation. Also, rep had confirmed that there are no insulation anomalies. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and pocket stimulation due to dislodgement. Boston scientific technical services (ts) suspects stimulation was caused by insulation damage. Rep confirmed lead is not dislodged all the way to the pocket via x-ray. This rv lead remains in service. No adverse patient effects were reported.